Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sz378r - ennovate mis downtube short. According to the complaint description, specifically, it was reported that the retaining lug of the device broke off intraoperatively. Additional medical intervention was necessary to prevent permanent impairment. The instruments were still used with the old version of the ennovate key. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00911 (B)(4). (B)(4). 9610612-2020-00913 (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. We made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 7 similar complaints have been filed against products from this batch number. The review of the risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a manufacturing-related / design-related failure. Specifically, it is assumed that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU, so that the catch broke off during surgery. Based upon the investigations results a field safety corrective action (fsca) was initiated under reference (B)(4).